Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call, that the customer's insulin pump received a battery error as well as a failed battery test alarm. It was mentioned that the insulin pump was dropped on the floor. Customer's blood glucose level at the time was over 300mg/dl. Treated with manual injection. Unable to troubleshoot.